Event description:
The following article was received based on a literature review: article: a comparison of long-term results after baerveldt 250 implantation in advanced uveitic vs. Other forms of glaucoma. This single-center retrospective study was done to evaluate long-term results following a baerveldt 250 implantation in highly complex and surgically burdened uveitic glaucoma eyes (ug) and compare to a similar population suffering from other forms of glaucoma (ofg). A total of 62 eyes were included, grouped into ug (n=24 eyes) group and ofg (n=38 eyes) group. The baeveldt implant, bg103-250 (abbott medical optics inc., santa ana, ca, USA) was secured using two dafilon 6¿0 sutures. Patency was ensured through irrigation, and tube occlusion was performed using a vicryl rapide 6¿0 suture to prevent post-operative hypotony. A scleral flap was prepared and the tube was inserted using a 23-gauge needle for tracking. The tube was attached to the globe using nylon 10¿0 sutures and the scleral flap was secured, and conjunctiva closed using vicryl 7¿0 sutures. Post-operative complications included: hypotension (< 5 mmhg): ug (n=25%); ofg (n=18.42%). Revision due to hypotony: ug (n=50%); ofg (n=71.43%). Endothelial-touch due to hypotony: ofg (n=42.86%). Inflammation: ug (n=4.17%). Diplopia: ug (n=4.17%); ofg (n=5.26%). Expulsive hemorrhage: ofg (n=2.63%). Retinal detachment: ug (n=4.17%). Hypertension: ofg (n=5.26%). Ug group had mostly transient visual acuity decreasing events, while the ofg group suffered a more lasting damage in part due to corneal deficits necessitating corneal transplantation (penetrating keratoplasty or descemet membrane endothelial keratoplasty, dmek). The ofg group (n=31.25% ) required re-transplantation. Of these, penetrating keratoplasty (n=4 eyes) and dme keratoplasty (n=1 eye) were done. There were no further interventions reported. Other jnj products were mentioned but no complaints were reported against them.

Manufacturer narrative:
Patient age/date of birth: exact age not provided, mean age for group ug: 52.79 years and group ofg: 51.11 (years). Patient sex/gender: group ug: female (62.5%), male (35.5%) and group ofg: female (39.5%), male (60.5%). Patient: patient weight: unknown/not provided. Patient: race/ethnicity: unknown/not provided. Date of event: (B)(6) 2022. The date article was accepted. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: n/a (not applicable) there is no indication the device has been explanted. The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Citation: cazana im., böhringer d., reinhard t., anton a., ness t., lübke j. (2022). A comparison of long-term results after baerveldt 250 implantation in advanced uveitic vs. Other forms of glaucoma. Graefe's archive for clinical and experimental ophthalmology. Doi: https://doi.org/10.1007/s00417-022-05612-x. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review on jun 14, 2024, it was noted that section d4 catalog number was submitted as bg103-250 on the initial MDR, but should be 23030819. Therefore, it is captured in this supplemental report. The following field has been updated accordingly: section d4: catalog number: 23030819. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.